Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the light in the lower right corner of the monitor was illuminated amber and the screen was black. Several reboots were performed with no effect. The medtronic representative (rep) connected the system computer to a different monitor, which resolved the issue. The rep rebooted the monitor, and the splash screen would not appear.  The rep reported the splash screen did not appear during any of the previous reboots. The rep was not able to bring up the menu via soft keys. Attempted hitting the left-most key to bring up the menu, and attempted the menu unlock sequence, both with no effect. The monitor led would flash green when a soft key button was pressed, then the light would again turn amber. The rep reported the monitor was unexpectedly "as if the backlight was not on." There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9736031, h3, h6: the system was serviced in the field and the monitor was not working as intended. The planning station monitor was replaced. B01, c13, and d02 are applicable. H3, h6: the monitor was returned to the manufacturer for analysis. The returned monitor has a chip in the lower left corner of the display. The monitor would not power up on the test bench. B01, c13, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.